Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. Reportedly, the device was swelling up. Additional information received indicates that the entire system was explanted due to infection. There were no allegations against the device. The patient was treated with intravenous antibiotics. A revision was performed and the crt-d with the right ventricular (rv) lead, right atrial (ra) lead, left ventricular (lv) lead and two previously capped right ventricular (rv) leads were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.